Manufacturer narrative:
(B)(4).

Event description:
The customer alleges after advancing the catheter; when pulling out the guide wire some resistance was met. The fellow pulled through the resistance and took the guide wire out. The guide wire was unraveled and sheared. A chest x-ray was done and a piece of the wire was stuck in the catheter, in the patient. The catheter and guide wire were removed. No patient injury or consequence reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges after advancing the catheter; when pulling out the guide wire some resistance was met. The fellow pulled through the resistance and took the guide wire out. The guide wire was unraveled and sheared. A chest x-ray was done and a piece of the wire was stuck in the catheter, in the patient. The catheter and guide wire were removed. No patient injury or consequence reported.